Event description:
Reportedly, it is suspected that inappropriate (and inefficient) shocks were delivered during an arrhythmia with atrial origin.

Event description:
Reportedly, it is suspected that inappropriate (and inefficient) shocks were delivered during an arrhythmia with atrial origin.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior: atp and shock therapies were delivered on (B)(6) 2015 during an episode labeled as ventricular tachycardia. These therapies were inefficient. The arrhythmia was likely from atrial origin. Normal cardiac rhythm was spontaneously recovered approximately two minutes after the last shock therapy. Nevertheless, episode classification and therapy delivery was in accordance with the programmed settings. The ICD operated as programmed and as specified.

Event description:
Reportedly, it is suspected that inappropriate (and inefficient) shocks were delivered during an arrhythmia with atrial origin.